Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on may 2021 by the orthopedic journal of sports medicine titled ¿computed tomography imaging of biocomposite interference screw after acl reconstruction with bone-patellar tendon-bone graft.¿ the study reviewed 20 patients and identified acl/pcl instability resulting in a cyst with bioabsorbable interference screws and tenodesis screws in 2 patients during the 4-year follow-up period. Ref: scrivens b, kluczynski ma, fineberg ms, bisson lj. Computed tomography imaging of biocomposite interference screw after acl reconstruction with bone-patellar tendon-bone graft. Orthop j sports med. May 2021;9(5):23259671211006477. Doi:10.1177/23259671211006477